Event description:
The perform -2 poly did not properly seat into the 3 perform standard stem. A second one was used and it didn't seat again.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Upon further review of the risk assessment, this complaint was re-evaluated and determined to be non-reportable. No indication of patient impact was identified, and the procedure was completed successfully. Therefore, the initial MDR should not have been reported.

Event description:
The perform -2 poly did not properly seat into the 3 perform standard stem. A second one was used and it didn't seat again.